Event description:
It was reported that the patient stated he has a "sharp pain" in his chest near the device and is having a chest xray. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.